Manufacturer narrative:
It was reported a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was bleeding back. The sheath was replaced, and the issue resolved. Case continued without further incidents. Device evaluation details: the device evaluation has been completed. The device was visually inspected and was found the brim cap and the hemostatic valve detached. The issue of the hemostatic valve continues to be deemed MDR reportable and the brim cap separation is also an MDR reportable malfunction. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed since the device presented the brim cap and hemostatic valve detached. The root cause of the brim cap and hemostatic valve detached could be related to the use of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: the d4. Unique identifier( UDI) was corrected from (B)(4) to (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an ablation procedure for paroxysmal atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported that during the procedure the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was bleeding back. The sheath was replaced, and the issue resolved. Case continued without further incidents. Since there¿s no indication that the bleed back was excessive, nor that patient¿s hemodynamics was compromised or that any intervention was required, this won't be considered a patient event but a product malfunction for hemostatic valve separation as it is most likely that the blood return occurred due to a malfunctioning or dislodged valve. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.